Event description:
A nurse from the user facility reports the capsule tore as the intraocular lens was inserted and unfolded in the eye. The nurse indicates there was no serious patient injury and no secondary surgical intervention required. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area with one haptic tip pressed down inside a drain hole in the lens case base. The optic and the optic to haptic junction area were also pressed against the post of the lens cases. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.